Manufacturer narrative:
As reported, the sorbafix device did not penetrate the tissue during deployment with no adequate counter-pressure. The subject device with five (5) loose fasteners; of which three (3) broken fasteners were returned for evaluation. During the sample evaluation, all the remaining eight (8) fasteners deployed successfully with no issues found. The reported event that fasteners would not penetrate was not reproduced throughout the sample evaluation, and the sample was found to function as intended. No manufacturing anomalies were found, and a review of the manufacturing records found that the lot was manufactured to specification. Based on the investigation and sample evaluation performed, the most likely root cause of the fasteners breaking and the reported event is due to forces applied during use of the device. The instructions-for-use include with the device recommend the following: place the tip of the sorbafix¿ absorbable fixation system at the desired location perpendicular (90 degree angle) to the mesh or tissue and apply adequate pressure. Different types of mesh may require different amounts of counter-pressure. Adjust angle and counter-pressure appropriately. Compress hand-piece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, use a grasper to fully seat the fastener by turning the grasper clockwise. If the fastener still does not fully seat, use a grasper to remove the fastener by turning the grasper counter clockwise and place another fastener in the same area." Sample evaluated.

Event description:
It was reported that on (B)(6) 2020, the sorbafix enhanced 30 count was used for fixating a ventrio st mesh during an open ventral hernia repair procedure. Prior to the placement, the mesh was hydrated in aqua solution for 3 seconds. With no appropriate counter pressure applied to the distal end of the device, the fastener was being fixated into the abdominal tissue. The fasteners could not penetrate the tissue and fell loosely from the stapler for about 3-4 times. As reported, the loose fasteners were removed from the patient's abdomen. The procedure was not being performed on top of or in conjunction with another prosthetic. It was also reported that the sorbafix device functioned properly prior to the problem occurring. The surgeon is an experienced user of the sorbafix fixation device. There was no reported patient injury.